Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of a guide catheter broken. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f2301 captures the reportable event of additional device required. Block h11: the healthcare facility information: (B)(6).

Event description:
It was reported to boston scientific that an advanix biliary stent was attempted to be placed in the bile duct, during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the stent was placed successfully. However, upon removal of the delivery system, the guide catheter broke and became lodged inside the patient. A forceps device was used to successfully remove the broken guide catheter. The procedure was completed using an alternative device. There were no patient complications reported as a result of this event.